Event description:
Boston scientific received information one day post implant, this atrial lead displayed pacing failure and loss of capture. A decision was made to reposition this lead to release tension that was caused by the patient's postural changes. A revision procedure was performed. This lead was successfully repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.